Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On 11/26/24 an ilet user reported they experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 11/18/24. The user ran out of dexcom g7 continuous glucose monitor (cgm) sensors, and the replacement sensors were not received before running out. As a result, on (B)(6) 2024 the user went to the hospital and was admitted, then released on (B)(6) 2024. However, the user returned to the hospital on (B)(6) 2024 but did not specify if the return visit was also for high bg. The user was unable to use the ilet's bg run mode due to the lack of fingerstick availability. During the hospitalization, the user experienced diarrhea, disorientation, and difficulty speaking. They also had excessive urination and were unable to keep food down. The user was treated with IV insulin and fluids. The user's blood glucose levels were reported to be as high as 1000 mg/dl for several days. Although the user attempted backup therapy, it did not help. Ketone testing was done, but the user could not recall the results. The user required assistance, with their son calling 911 for help.